Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It has been reported that the handpiece remained activated without pressing the trigger. There was no patient involvement noted or patient injury associated with the report and an alternate device was retrieved for use during procedure without any delay.